Event description:
Customer had issue with discrepant results involving both aliquot and primary tube sample containers. She provided ten results from nine pts, three results were discrepant. Sample 1, initial calcium result 4.3 (accompanied by low data flag), repeated on another p analyzer, result gave 9.0 mg per dl. Sample 2, initial phosphorus result 1.0, repeated on another p analyzer, result gave 2.6 mg per dl. Sample 3, initial creatinine result 1.8, repeated on another p analyzer, result gave 0.8 mg per dl. Only sample 3 erroneous creatinine result was reported and a corrected report was sent. No treatment was given based on the discrepant creatinine result. Erroneous results from the other samples were not reported.

Manufacturer narrative:
The field service representative determined a crack in the vacuum vessel was the cause, causing poor vacuum of measuring cells. He replaced the vacuum vessel and performed a precision test which passed. He also performed calibration and qc.